Manufacturer narrative:
Complaint confirmed. Two unpackaged ar-8737-38, batch 1392008 drivers were received for investigation. Visual inspection identified that both returned drivers had broken at the distal tip, with no fragments returned for analysis. Additionally, it was observed that the drive geometries of both ar-8737-38 devices were twisted, indicating that the devices had broken under torsion. The cause remains undetermined, although a probable cause can be attributed to over-torquing/over-engaging the drivers during use.

Event description:
Multiple screw drivers broke during an implant removal surgery. First ar-8737-38: 1.1mm guidewire was inserted inside the 4mm comp ft screw to guide the screw driver under x-ray, screw driver inserted then followed by two more x-ray(ap&lateral) to confirm the alignment, first screw driver(ar-8737-38) broke after 2-3 turns, have to extend the incision to remove 2 small broken pieces before the 2nd try. Second ar-8737-38: another new 1.1mm guidewire was inserted for guiding the screw driver with x-ray confirmation same as the previous one. Screw driver tip was twisted while turning. Able to remove the screw with the twisted screw driver. 3rd screw driver(ar-8737-37): 0.86mm guidewire was inserted inside the 2.5mm comp ft screw to guide the screw driver under x-ray, screw driver inserted then followed by two more x-ray(ap&lateral) to confirm the alignment, screw driver tip broke inside screw after 2-3 turns, broken piece could not be removed. Can see enhanced shadow on x-ray.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.